Manufacturer narrative:
H.6. Investigation summary bd received 1 samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for holder separation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for holder separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder hadneedle and hub holder separate / spin out. The following information was provided by the initial reporter: "there was separation between the IV needle and the holder. After placing the IV needle into the patient¿s body for blood collection, the hcp inserted the tube into the holder and the connection between the IV needle and the holder was separated.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had needle and hub holder separate / spin out. The following information was provided by the initial reporter: "there was separation between the IV needle and the holder. After placing the IV needle into the patient¿s body for blood collection, the hcp inserted the tube into the holder and the connection between the IV needle and the holder was separated.¿